Event description:
The manufacturer's rep reported that the pt was hospitalized "showing signs of overdose". The dose had been titrated upward the previous day. The dose was decreased following the event. The pt is "doing fine" now. A follow-up report will be sent if additional info becomes available to co.